Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 150 units. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.